Manufacturer narrative:
Continuation of d10: product ID: {evfxplus-34}; product lot/serial number: {unknown}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient was sized for a 29 millimeter (mm) valve and had a little calcium so a pre-implant balloon aortic valvuloplasty (bav) was not performed. The 29 mm valve was deployed 3 times, but despite a 3-4 mm implant depth and proper pacing capture, once the implanting team moved to coplanar view, the valve dislodged at 80% deployment. The computed tomography (CT) scan was measured again, and it was determined that the anatomy was adequate for a 34 mm valve. The physician proceeded with a 34 mm valve and upsized the sheath to an 18 french. The 34 mm valve subsequently dislodged once. It was decided to let the valve sit at 80% deployment for a full 10 minutes before releasing. The valve was implanted at a perfect depth with no regurgitation. It was noted that a15-minute procedure delay occurred. Per the physician, the patient¿s anatomy contributed to the event. No adverse patient effects were reported

Event description:
Additional information was received that the deployment starting point prior to the first valve dislodgement was mid pigtail, and the deployment starting point prior to the second valve dislodgement was at the bottom of the pigtail catheter. The direction of both dislodgements was aortic, and a medtronic guidewire was used during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: gwbc30; product lot/serial number: unknown; product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.